Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Patient called to report an adverse event concerning the cypher stent. The day after discharge, the patient had crushing chest pain and vomiting which woke him from sleep. Fluoroscopy showed stent collapse causing a myocardial infarction. He was treated with balloon angioplasty. His plavix was increased to 150mg daily and aspirin was increased to 325mg daily. At the time of this report, mi has resolved with treatment and pneumonia resolving with treatment. Patient remains stable at this time. The patient received his cypher vicious chest pain and vomiting. He was diagnosed with an mi and pneumonia. A cardiac cath showed 100% blockage in the left anterior descending artery. He received a cypher stent and medication and the pneumonia was treated with levaquin 750mg tablet daily. He was discharged 5 days later.